Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. The patient was treated with injection amikacin (250 mg in first and third bag only; route, frequency, and duration not reported) and intravenous cefipime (500 mg twice daily; duration not reported) for the event. At the time of this report, the patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).